Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted an untightened blue winged luer cap. After hand tightening the blue winged luer cap a functional leak test was performed. No signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter international phone number reported as: (b)(6". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. According to the report, solution was observed in the overpouch due to the leak. This was observed after the device was filled with an unspecified volume of fluorouracil and before patient use. There was no patient involvement. No additional information is available.